Event description:
The manufacturer rec'd info alleging a ventilator's display screen was distorted. There was no harm or injury reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd display screen was replaced to address the issue.